Event description:
It was reported that the patient presented in clinic for follow up when post-paced t-wave oversensing was observed via stored egm. The patient was asymptomatic. Reprogramming was recommended. Patient will be re-evaluated at next visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.